Manufacturer narrative:
The customer strips were returned for evaluation. Although it could not be determined if the bottle cap was already open whenthe customer received the kit, the strips gave satisfactory performance when tested with control solution

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
(B)(6) customer opened a new contour next usb kit and found the cap open on the sample bottle of test strips. The box of strips was sealed. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.